Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705601 ¿ shell ¿ 63208234; 00625006530 ¿ bone screw ¿ 63213977. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00080, 0001822565-2021-02807.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post implantation due to elevated metal ion levels. During the procedure, altr, corrosion and liner wear were noted. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920. New report will be filed under 0002648920 - 2022-00122.